Manufacturer narrative:
It was reported that the safety valve was blocked. Per good faith effort (gfe) response received 29sep2024, the safety valve was replaced to resolve the reported issue. The hospital equipment department replaced the safety valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the safety valve was blocked. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. It was reported that the safety valve was blocked. The investigation is ongoing.